Manufacturer narrative:
The ventilator was returned to the international distributor and the international distributor reported the ventilator will be replaced with a new ventilator.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure at out of box.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there wasn't any patient involvement.